Manufacturer narrative:
Device is expected to be returned for the manufacturer review/investigation however, the part is in transit. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A cannulated drill tip was reported broken and left in patient.

Manufacturer narrative:
Product was returned. Based on returned item, lot number was corrected from pe201202 to pe201201. Evaluation confirmed the alleged failure mode; drill broke. If further information is received which would change or alter any conclusions or information, a supplemental report will be filed accordingly.